Manufacturer narrative:
Concomitant medical products: 995ms21 tissue valve implanted: (B)(6) 2016, 5076-52 lead implanted: (B)(6) 2017, a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and sensing issues were observed and were suspected to be attributed to the area around the right atrial (ra) lead being electrically isolated with local tissue capture but with no full depolarization due to the ablation procedure. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.